Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle was found to be missing during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "this is a report about the needle clog. According to the user's verbatim report, the drug solution did not come out upon priming. The needles collected had the needle pe but not the needle npe. It is unclear when the needle npe was missing."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2067719, d4: medical device expiration date: 31-mar-2021, h4: device manufacture date: 08-mar-2022.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle was found to be missing during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "this is a report about the needle clog. According to the user's verbatim report, the drug solution did not come out upon priming. The needles collected had the needle pe but not the needle npe. It is unclear when the needle npe was missing.".